Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer's blood glucose levels were not provided at the time of the incident. The customer stated that the insulin pump keeps beeping as well. Troubleshooting was declined. There was no indication that the alarm was cleared. The insulin pump will not return for analysis.